Event description:
It was reported that a pump was delivering heparinized saline at a rate of 0.5ml/hr to a micropremie. The nurse stated that blood was observed in the IV set. The customer also stated that the device was performing as expected. No pt injury has been reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.